Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that connection with the remote control was not established as the battery was so low. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure. The physician suspected device malfunction.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that connection with the remote control was not established as the battery was so low. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure. The physician suspected device malfunction.